Manufacturer narrative:
Correction to b5: it was reported that a spectrum iq over-infused tpn( total parenteral nutrition ) during delivery in the biomed inspection department. The issue occurred during tpn infusion, during which the pump completed the infusion 8 minutes earlier than expected which was programmed at a rate of 95 ml/hour for a duration of 1 hour. There was no report of patient injury or medical intervention associated with this event. No additional information is available. Additional information: h11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq over infused tpn (total parenteral nutrition) during biomed investigation and testing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.